Event description:
It was reported that a user experienced nocturnal hypoglycemia after going to bed hyperglycemic, associated with unannounced dinner and subsequent manual pausing of the ilet; the user treated lows with candy and juice and later performed a factory reset with agent support, after which the ilet was reconnected and operating. Investigation included, data review, and troubleshooting education, including guided factory reset and reconnection steps. Further investigation of this case revealed user behavior and meal announcement patterns likely contributed to the event, with device function restored post-reset and no device malfunction observed. No symptoms reported for the fluctuating blood glucose. Outcomes included user self-treatment with oral carbohydrates. It was concluded that the event was related to use conditions and that the device performed as expected after intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.